Event description:
It was reported that during a da vinci-assisted surgical procedure that the jaw of the force bipolar instrument became dislodged. The issue occurred while the instrument was inside the patient. The customer had to remove the port and instrument. There was no additional information provided.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.